Event description:
An eye care professional reported that a patient experienced severe pain, photophobia and hyperemia in their right eye associated with wear of o2optix contact lenses. Diagnosis: 1 mm peripheral corneal abscess. Treatment: discontinuation of lens wear and unspecified antibiotic. Event resolving with permanent scar expected and no reduction in visual acuity. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.